Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the act button was not responding and insulin pump had partial display screen. Customer also reporting that his reservoir icon was displaying as full when it is not full. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime, compromised force sensor system, excessive no delivery and displacement test or button keypad anomaly or missing segment and partial display due to blank display. All buttons functioning properly. No damage and unlocked lcd keypad connector during visual inspection noted.